Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4196-88 lead, implanted (B)(6) 2009; 5076-52 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular lead appears to have an outer insulation fracture; it had high impedance in the bipolar pacing configuration and a lead warning was triggered about 6 weeks earlier, with a polarity switch to unipolar. The patient stated not feeling well, complaining of shortness of breath and dizziness. The unipolar impedance was within normal limits - as was the threshold - and there was no oversensing. The allied health professional was going to discuss the lead issue with the physician and the lead remains in use. No further patient complications have been reported as a result of this event.